Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: visual inspection revealed that there was moisture inside the battery compartment. The force sensor calibration reading was found to be out of the required specifications. The pump case was removed and contamination was observed on the force sensor plate. There were no defects found to the force sensor pins, solder connections, or traces. The force sensor resistance reading was found to be out of the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that there was moisture inside the battery compartment. Investigation also revealed that the force sensor calibration and resistance readings were out of the required specifications. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2015.